Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer reported several no delivery alarms during a bolus delivery. Customer's blood glucose was 160 mg/dl. Customer could not recall any significant events leading to the alarm. Customer also stated they could rewind their insulin pump. Customer is advised to disconnect from the insulin pump and revert to their back-up plan. No additional information is provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.